Manufacturer narrative:
Additional information can be found in the following sections: d4, g3, g6, and h10. The UDI # (B)(4)for the product has been added in field d4. The product's batch sequence was also added to the lot numbering field d4.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the vessel sealer instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion:it was reported that during a da vinci-assisted gynecological procedure, the user experienced an issue opening the vessel sealer instrument and releasing its jaws. Although it was reported that fatty tissue was cut in order to remove the vessel sealer instrument, there is no information provided to suggest that the patient sustained a serious injury. There is no indication that the removal of the fatty tissue was life-threatening, required additional medical intervention, or resulted with disability or permanent impairment. In addition, there is no indication that the patient required hospitalization due to the removal of the trivial amount of fatty tissue. However, at this time, the root cause of the reported issue is unknown.

Event description:
It was reported that during a da vinci-assisted gynecological procedure, the user experienced an issue opening the vessel sealer instrument and releasing its jaws. The instrument was grasping fatty tissue at the time of the event. The site performed troubleshooting by pressing the emergency stop button; however, they were unable to rotate the thumbwheel. Intuitive surgical, inc.(isi) technical support engineer (tse) tried troubleshooting; however, the surgeon made a decision to cut the gripped fatty tissue and remove the instrument. It was confirmed that "the surgeon did not recognize that it is health hazard," and no additional surgical intervention was required. The user completed the procedure using the backup vessel sealer instrument with no further reported issue.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
11 - additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the complaint. The instrument was returned with stuck grip tips. The grip will not open or close when manually articulated. The instrument was placed and drive on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions but the grips continued to fail to open and close. The instrument was evaluated further and did not exhibit any damage. Inspection of the instrument showed the over molded nut located between grips and clevis was stuck at the center of the two jaw tangs. This failure mode prevents the grips from opening and closing. As additional analysis, the instrument was disassembled and lead screw and drive nut were both inspected under microscope. The lead screw did not exhibit a significant defects but drive nut had stripped threading.